Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was received for investigation. The sample came in a plastic bag. Visual inspection was performed with a 10x magnifier lens. The sample has embedded black speck in the barrel. It is located at ¾¿ from the bottom. No defects were found in the plunger rod. One photo was provided. It shows the sample received. The lot# is unknown, limiting the possibility to perform any trending. Inspections will continue on these two molding process and special attention to embedded foreign matter. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Root cause description: a potential root cause can attributed to syringe barrel molding process where embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had foreign matter in the syringe. The following information was provided by the initial reporter: foreign matter in syringe.